Manufacturer narrative:
Unit received with operating currents within specification and passed self test and displacement test. The power management tool confirmed pump error (B)(4) alarms were triggered when backup battery loaded voltage was less that 3.5 volts for four consecutive hours due to resistance issue at the connector. Unit also alarmed power loss, low battery and replace battery now alarms due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump did not alarm low battery alert prior to the prior to the off no power alert. Customer blood glucose at the time of incident was 113 mg/dl. Troubleshoot was performed. Customer was advised unattended alarms will drain battery. Customer inserted new battery but the issue reoccurred. Customer changed battery 4 times. Customer states the battery cap was not loose, cracked or damaged. Customer states the type of battery in use was (B)(6) aa alkaline. Customer also reported low battery issue. The insulin pump will be returned for analysis.